Manufacturer narrative:
(B)(4). Batch # unk. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the device was fired as per instructions for use, within the green zone. Crunch was heard and washer was found with donuts following firing, however, the suture was not cut (6-7 throws on suture). The proximal donut was not intact. The quality of the distal donut was very good. A leak test was carried out which showed no bubbles, however the staple line was reinforced using sutures. The patient was "defunctioned" but this was planned prior to the procedure.